Event description:
One pt with discrepant glucose results. Initial result gave 4.5 mmol/l; repeat by another methodology gave 2.7 mmol/l. A second sample from the same pt was obtained same day, initially giving 4.2 mmol/l; repeated twice by two different methodologies giving 2.7 mmol/l each time. Next day, a third sample from the same pt was obtained initially giving 6.3 mmol/l; repeat by different methodology gave 6.5 mmol/l. No adverse events reported in association with the incorrect results. If add'l info is rec'd, appropriate notification will be provided.